Manufacturer narrative:
The catheter was returned in full length. The catheter was patent. However, it did not meet the requirements for leak testing due to a tear approximately 6.8 cm from the flow holes. It is unknown how or when this damage occurred. The instructions for use (IFU) that accompany the device cautions that low tear strength is a characteristic of most unreinforced silicone elastomer materials, and that care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears. The instructions for use that accompany the device caution that ¿improper use of instruments in the handling or implanting edm catheter products may result in the cutting, slitting, breakage or crushing of components.¿ there was proteinaceous debris noted on the exterior of the catheter. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient underwent surgery due to cerebral hemorrhage. According to the report, the device broke 7 cm from the tip of the proximal end. It was reported the doctor used a new device to complete the surgery. Reportedly, there was no injury to the patient and the patient is currently well.